Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision surgery due to wear and a bone cyst in the tibia.

Manufacturer narrative:
No devices were received, however photos of the devices were provided in the legal documents. Visual inspection of these photos identified that there was cold flow of the articular surface into the screw holes of the tibial plate. There is also evidence of wear/damage on the distal side of the articular surface and near the anterior side of the articular surface post. There are some scratches present on the proximal surface of the tibial plate. Foreign material is present on the porous surfaces of both the tibial plate and the femoral component. The device history records were reviewed with no deviations or anomalies identified. The devices involved were reviewed for compatibility with no issues noted. These devices are used for treatment. Product history searches were conducted for the part/lot combinations for the components related to the event and no other complaints were identified for any of the part/lot combinations. It is reported that the patient had a natural-knee ii system implanted on (B)(6) 2002, and the components were revised on (B)(6) 2010. The patient alleges that excess plastic wear debris from the n-k-ii articular surface funneled down through the screw holes of the tibial component and caused a bone cyst in the patient¿s tibia. The revision operative notes confirm that there was osteolysis and a large cystic area in the proximal tibia. Specifically, there was a large lytic area involving most of the medial side of the tibial plateau and extended distally. Clinical studies have shown that the development of osteolytic lesions is frequently associated with generation of wear debris. Root cause was not able to be identified.